Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Tested 7pcs retention samples of np-ended needle appearance, np gap and thread function, all results passed. Clog test was conducted on 7pcs retention samples. No failure was found. H3 other text : see h.10.

Event description:
It was reported that pn relion 31g x 6mm 3b tw experienced 1 case of the inner shield/outer cover/cap being unable to attach/detach, 1 case of being unable or difficult to prime, and 1 case of being unable or difficult to deliver insulin/medication. The following information was provided by the initial reporter: material no: 320617, batch no: 0140338. Consumer calling with comments of proper use of new relion pen needles. He did not realize he was to screw the needle onto the pen. Prior pen needles he pushed them on kwik pen. Placed the pen needle onto the pen with a turn and went onto the pen very easy now. Received the mailing kit and will still be sending samples back with it. Consumer reported that the pen needle does not fit easily onto kwik pen. Also reported that there is no insulin flow during priming. Consumer stated that the needles are not the same as the ones that he used before. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that pn relion 31g x 6mm 3b tw experienced 1 case of the inner shield/outer cover/cap being unable to attach/detach, 1 case of being unable or difficult to prime, and 1 case of being unable or difficult to deliver insulin/medication. The following information was provided by the initial reporter: material no: 320617 , batch no: 0140338. Consumer calling with comments of proper use of new relion pen needles. He did not realize he was to screw the needle onto the pen. Prior pen needles he pushed them on kwik pen. Placed the pen needle onto the pen with a turn and went onto the pen very easy now. Received the mailing kit and will still be sending samples back with it. Consumer reported that the pen needle does not fit easily onto kwik pen. Also reported that there is no insulin flow during priming. Consumer stated that the needles are not the same as the ones that he used before. Date of event: unknown.